Manufacturer narrative:
All buttons functioning properly during testing. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The following were noted during visual inspection: cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and missing serial number label. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had buttons were a little stickier. The insulin pump rejected new battery, unexplained occlusion error, when insulin pump primes it was noisier. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.